Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Photo sample evaluation: received (5) photo samples. Visual evaluation of the photo samples noted an opened used temp-sensing foley catheter with syringe. Verified material number 29030j14, batch number mykr1705, material number for catheter 119314 and manufacturing lot number ngjz2896. The third photo shows leak at the trifurcation. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Visual: received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjz2896. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned straight tip syringe. However, upon inflation leaks were present at trifurcation site due to pinhole measuring 0.013in. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Refer to CAPA 12182448 for further details. Corrections made to tab(s): d, f, h. Initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest sterile water leak from the foley catheter balloon section. The leaflet was obscured and cannot be confirmed.

Event description:
It was reported that during pretest sterile water leak from the foley catheter balloon section. The leaflet was obscured and cannot be confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.